Manufacturer narrative:
The returned device was evaluated and performed as designed. Based on the evaluation of the device, a bent/kinked cannula was noted; the finding is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or timeouts that may generate an occlusion alarm. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient has hospitalized with diabetic ketoacidosis (dka) while wearing the pod between 4 and 24 hours. The patient's symptoms began in the morning when he experienced vomiting and an elevated blood glucose level of 389 mg/dl. 2 seperate boluses of 2.90 units were administered and he was taken to a clinic. A physician administered 8 mg of zofran via intramuscular injection as treatment for nausea, however, blood glucose levels were "off the scale." The patient was taken to the emergency room and admitted to the hospital's intensive care unit (ICU) with dka. The pod was removed and cannula was kinked. Further information could not be provided regarding treatment inside the ICU.